Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. The manufacturing personnel involved in the process were notified about the reported condition. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reporter states that right after the feeding began the extension set leaked the infant's formula due to break in integrity near the point of insertion into the infant's nasogastric tube. There was no patient harm reported.